Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, patient underwent revision procedure in 2009, due to groin pain and subluxation. The surgeon reported that it felt like the bearing had jammed every now and then.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Date of event and explant date were reported to be 2009. Other - evaluation of returned device found evidence that the modular head component showed a worn stripe apparently from contact with the rim of the articular surface of the cup. This finding is consistent with subluxation of the joint. The bearing surface exhibited wear apparently due to a third body abrasive trapped in the clearance however, the source and identity of the agent could not be established during visual examination. Subluxation of the joint might potentially have provided a source of abrasive debris, either wear debris from the stem taper resulting from neck impingement or debris resulting from bony impingement.